Manufacturer narrative:
Terumo did not receive the actual device, therefore, no physical investigation was performed. The pack and table packs were mixed during the layering process. Terumo is including a colored dot as an indicator on the pump or table pack to differentiate between the two types of packs, and will review layering during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the pack had two pump packs, but should have contained 1 pump pack and 1 table pack. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.